Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized and had high blood glucose. The nurse reported that the insulin pump received motor error alarm. The customer's blood glucose was 523 mg/dl at the time of incident. The customer's blood glucose was 546 mg/dl at the time of call. Troubleshooting was done. Displacement test and the insulin pump passed. The nurse did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.